Event description:
Reporter alleged the customer obtained a reading of 92 mg/dl on the advantage system while feeling sweaty. Reporter stated the customer ate candy and a peanut butter sandwich. Reporter stated she called the emts who obtained a 30 mg/dl on their device, which was about 34 minutes after his last reading. Reporter stated they treated him with a glucose shot. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.